Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a bravo capsule was placed, the patient experienced extreme pain between his or her back and chest. The patient went to the ER, where nothing was found to be wrong.